Event description:
On (B)(6) 2011 customer reported getting differential voteouts on the lh750 instrument, and the presence of a bloody leak under the flowcell. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the source of the leak was the tubing at pinch valve (vl)52. Vl52 is the tubing that goes from the differential mixing chamber to port 6 of the flowcell. Fse replaced the tubing, and there was no further evidence of leaking and the instrument did not experience any additional differential voteouts. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).